Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure an attempt was made to use one onyx frontier coronary drug eluting stent when stent dislodgement occurred during delivery to/at the lesion. The device was inspected with no issues. The lesion was pre-dilated. The lesion being treated was a severely tortuous, moderately calcified lesion with cto (chronic total occlusion-100%) located in the distal circumflex (cx) artery. The device passed through a previously deployed stent. There was resistance encountered when advancing the device, and excessive force was not used during delivery. The stent was implanted in the patient through a crushing technique. No patient complications were reported as a result of the event.